Event description:
Tl 60 60mm linear stapler used for ex lap - during use item malfunctioned. Surgeon decided to over sew bowel. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up.